Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 silicone temp sensing foley catheter with sample port connector and syringe. Using returned syringe, the catheter inflated properly and deflated under 5 minutes with no difficulties. However, inflated catheter balloon had a ratio of 100:0. Also received 2 photo samples. First photo sample shows top overview of catheter with sample port connector and syringe. Second photo sample shows end of catheter with deflated balloon. Based on physical sample received for the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. Labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purified water did not drain well from the foley catheter during the pre-test before placement on the patient. Per sample evaluation received on 27feb2024, it was found that the sample was also asymmetrical during evaluation.